Event description:
The following was reported to davol by the patient's attorney: on (B)(6)2006 - patient was implanted with a non-bard/non -davol sling system and a bard/davol flat mesh during a pelvic repair procedure. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant sticker page only. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.